Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system reverted to the surgeon selection portion of the application when entering a mast procedure. It was noted that when attempting to take a 3d image acquisition, the navigation system reverted to the acquired images portion of the application software. There was no patient present when this issue was identified. No additional information was provided.